Event description:
The pump was explanted due to end of life and returned to manufacturer. The return paperwork indicated the pump was removed prophylactically to avoid in-vivo battery depletion. There was no pt injury. No rotor study or dye study were performed. The drug used in the pump was lioresal. The pt recovered without sequela.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. Final device analysis results revealed - battery resistance high. Analysis indicated upon examination of the initial printout and initial read of the pump, no events were seen. Examination of the battery command test file showed reset, low battery reset, and watchdog reset not properly serviced. A reset occurred after device decontamination. The battery was sent to an external source for further testing.